Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "rupture ... With small fluid collection".

Event description:
Healthcare professional reported left side rupture and "small fluid collection" confirmed via ultrasound. The device has been unilaterally replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion and no openings were found in the device. A weight test of the device was verified and the device was within specification. Cloudy and bubbles after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Event description:
Healthcare professional reported left side rupture and "small fluid collection" confirmed via ultrasound. The device has been unilaterally replaced.